Manufacturer narrative:
Failure event observed during analysis. Final analysis found burn marks on the main pcb consistent with damage due to high current flow through the ac wall power outlet.

Event description:
This report is to advise of an event observed during analysis.